Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction on image was due to poor water tightness of cable unit and the image has linear scratches was due to water leak in head unit. Furthermore, water leak in coupler unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited no image output and showed linear scratches on the image. Also, water leakage was observed in the cable unit, head unit, and coupler unit. There was no patient involvement.